Event description:
Braun oral b replacement toothbrush head. Brush separated from head while brushing teeth. Purchased from (B)(6). Purchase date: (B)(6) 2014. The product was not damaged before the incident. The product was not modified before the incident. I've contacted the distributor, however this brand is sold by many on (B)(6). (B)(4).